Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer stated that insulin pump gives the no delivery alarm. Troubleshooting was performed for the no delivery alarm. The customer was treated by insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specific and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Pump passed the delivery accuracy test at 0.08705 inches. No excessive no delivery alarms noted. No cosmetic damage noted.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer was off insulin pump for grater than 48 hours.